Event description:
It was reported that this patient's left shoulder was revised approximately 10 years 3 months post initial operation. Patient was experiencing for pain and lack of function. Surgeon explanted the caged glenoid, 50 short head and 4.5 mm replicator plate and screw and converted patient to a hemi. Stem was well fixed but there was a void anterior between the stem and bone. Surgeon reimplanted a 50 short head and 4.5mm replicator plate. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D0 - concomitant devices: 300-01-15 - eq, humeral stem primary, press fit 15mm: 3716795; 300-10-45 - equinoxe replicator plate 4.5mm o/s: 3193853; 310-01-50 - equinoxe, humeral head short, 50mm (beta): 3649114; 314-13-13 - equinoxe cage glenoid medium, beta: 3672180; 300-20-02 - eq sq torque define screw drive kit: 3691825. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.